Manufacturer narrative:
(B) (4)

Event description:
Literature: valideoriola f, regidor I, minguez-castellanos a, et al. Efficacy and safety of pallidal stimulation in primary dystonia: results of the spanish multicentric study. J neurol neurosurg psychiatry. 2010; 81(1):65-69. Summary: this article presents a one-year, observational, prospective, multicenter study with a single therapeutic arm. The study included open-label, blind, and self-assessed evals to investigate the efficacy and safety of bilateral globus pallidus (gpi) deep brain stimulation (dbs) in 24 pts with medically refractory primary generalized or segmental dystonia. Reportable event: one pt experienced a mild left hemiparesia that was observed during the operation. Brain MRI performed immediately after electrode implantation revealed bleeding in the right lenticular nucleus and internal capsule. The motor problem resolved completely three months after surgery.